Event description:
Five of a box of ten flanges were used. The first three were acceptable, not satisfactory but acceptable. Their effectiveness ranged from 4 to 6 days. Each of the next 2 flanges suffered adhesion failures within 4 hrs and did not retain the feces. Did not use because of poor quality. Complained to MFR's professional svs 4/2002. Note: it was a complaint of poor quality and not a request for assistance. This complaint is an example of the pervasive practice among mfrs of the "ostomy pouch and accessories" not to respond ostomates' concerns. A telephone complaint to convatec elicited the arrogant response, that the failure was pt's fault and not the fault of the device (despite pt's 30 years experience). According to pt, in the absence of FDA regulation of the ostomy prosthesis, there is no obligation on the MFR to produce effective, reliable and quality ostomy medical devices. Designating the "ostomy pouch and accessories" as a class I medical device was the result of MFR's comment without supporting evidence and, the FDA had never solicited the ostomate community to learn of their experience with the prosthesis upon which their quality of life depends. Pt asks what sort of info the FDA requires to initiate an investigation of a medical device that is a prosthesis, an artificial replacement for a rectum or bladder. Mfrs continue to ignore the following requests for info. If FDA will address those issues, a great svs would be given to approximately 1 million citizens with ostomies. It is believed that a majority of the ostomates are elderly; many are in nursing homes and in assisted living facilities.